Event description:
The ge oec 6800 fluoroscopy system had dark images on the left (live) monitor. Images swapped to the right monitor appeared as expected.

Manufacturer narrative:
Ge oec service representative investigated the issue and found a defective left (live) monitor that was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.